Manufacturer narrative:
(B)(4). Date sent: 5/21/2924. D4: batch # 724c80. Investigation summary- the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. Device history review- a manufacturing record evaluation was performed for the finished device batch number 724c80, and no non-conformances were identified.

Event description:
It was reported that during a redo of gastric bypass, the shaft of the stapler is slightly curved instead of straight. Therefore the stapler could not be inserted easily in the trocar. No patient consequences were reported. The stapler was still used throughout the procedure. The surgery was delayed by 5 mins.